Event description:
It was reported that the pump displayed a cassette not recognized error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found downstream occlusion seal came off. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a fluid ingression in downstream occlusion seal sensor. As a result, the downstream occlusion seal and downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.